Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse reseated the system power manager (spm). The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. System issues related to error messages/faults can be worked through with troubleshooting measures, such as reviewing logs. Error codes like error(s) 824 are an indication of system state. Errors occur when the system has detected a potential issue, or when it cannot be sure there is no issue and, therefore, the system transitions to a safe error state. This issue can be resolved by reseating the spm.

Event description:
It was reported that prior to the start of a da vinci-assisted sigmoid colectomy surgical procedure, customer tried a different power outlet and leds are still red and are getting an error 824 at startup. The technical support engineer (tse) walked caller through a hard power cycle of patient cart with no change. Tse confirmed in artemis the battery charger is off and not charging the battery. Tse advised caller that in the instance of power loss the patient cart would shut down. The procedure was aborted with no patient involvement.